Event description:
It was reported the patient was reprogrammed on (B)(6) 2012 due to a problem with fine motor control of her right hand. Later that week the patient started to get ¿surges¿ up to her face and she would lose control of her face and right hand. She would ¿scrunch up¿ her face and could not control a pen. If she tried to pick something up she would start having tremors. It was noted that these surges were not ¿shocks,¿ but more like electric current that buzzed her. The patient only had a couple surges on the date of this report. The patient always had surges when touching metal. The event had progressively gotten worse for a few weeks.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v333236, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387-40, lot# v006127, implanted: (B)(6) 2006, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).